Manufacturer narrative:
A steris service technician arrived onsite to inspect the unit. During the technician's inspection, he observed a small puff of smoke emit from the unit and slight charring at the end of the analog cable plug. Additionally, the technician's inspection identified that the analog cable for the uv assembly required replacement. The technician made the necessary repairs, tested the unit, confirmed it was operating according to specifications, and returned the unit to service. The system 1e processor was installed in 2011 making the unit approximately 10 years old. A 3-year complaint review indicates this to be an isolated event. No additional issues have been reported.

Event description:
The user facility reported a power failure and smell of smoke emitting from their system 1e processor. No report of injury.